Manufacturer narrative:
Method: complaint history review; risk assessment; results: causes of the event are: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, conclusion: the established cause of the event is general use error.

Event description:
It was reported that; ring on screw came off during insertion. Drill guides were not used-screws were free-handed

Event description:
It was reported that; ring on screw came off during insertion. Drill guides were not used-screws were free-handed